Event description:
I used renu with moisture loc. A w.v. Renu protein remover renu multi plus. From 04/01/05 through 07/05/05, I was diagnosed with blephcarocinjectinulis and given airex 0.2%. My eye caused me pain and I am sensitive to light. Dr decaria and dr hoffman requested to use alrex.. The burning and pain cause me distress.